Manufacturer narrative:
The customer declined a service visit. The customer ran calibration and qc with no issues. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
There was an allegation of questionable ise indirect gen.2 results from cobas 6000 c501. Patient 1 initial sodium result was 116 mmol/l and the repeat result was 135 mmol/l. The initial chloride result was 115 mmol/l and the repeat result was 102 mmol/l. Patient 2 initial sodium result was 113 mmol/l and the repeat result was 139 mmol/l. The initial chloride result was 119.3 mmol/l and the repeat result was 100 mmol/l. The questionable results were not reported outside of the laboratory. The sodium electrode lot number was v44 and the chloride electrode lot number was q12. The expiration dates were requested but were not provided.